Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products : tprlc 133 t1 pps ho 17x154mm 4mm, t1 cat#51-104170 lot#6133631, tprlc xr t1 pps 14x148mm mm, t1 cat#51-105140 lot#2867415, tprlc 133 fp type1 pps so 5.0,cat#51-100050 lot#r2375506a. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00851, 0001825034-2020-00853, 0001825034-2020-00854.

Event description:
It was reported that debris was found within sterile packages while investigating circulated items. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.